Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -9.0/+1.0/94 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2023. The patient experienced low vaulting. On 23-mar-2023 the lens was explanted and on this same date replaced with a longer length lens. This resolved the problem. The cause of the event was reported as unknown.